Manufacturer narrative:
Actual device upon receipt: a fractured piece (approximately 34mm). A guidewire main body (approximately 1466mm). Microscopic inspection of the actual device: [fractured piece] - it had been dented in multiple sections at approximately 5mm from the distal end. No exposure of the wire was found on the fractured section. No anomaly such as a scratch was found in other sections. [Guidewire main body] - no exposure of the wire was found on the fractured section. It had been intermittently abraded at approximately 145mm - 205mm from the fractured section. It had been abraded at approximately 770mm and 1071mm from the fractured section. No anomaly such as a scratch was found in other sections. Electron microscopic inspection of the actual device: [fractured piece] - a torn shape and bitten mark were found at the outer layer of fractured section. [Guidewire main body] - a torn shape and bitten mark were found at the outer layer of fractured section. The outer layer of actual device was removed and the condition of wire at the fractured section was confirmed. [Fractured piece] - the side of wire at the fractured section was not tapered, and the fractured surface was diagonal. Dimple patterns (hole-shaped patterns) were found on the top surface of wire at the fractured section. [Guidewire main body] - the side of wire at the fractured section was not tapered, and the fractured surface was diagonal. Dimple patterns (hole-shaped patterns) were found on the top surface of wire at the fractured section. Dimension: outer diameter in the normal section met the factory's specifications. No anomaly was found. Missing length - fractured piece (approximately 34mm). Guidewire main body (approximately 1466mm). Total length: approximately 1500mm. Since this device is 1500mm length type, it was likely that there was no missing length. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Simulation test: continuous torque force was applied in the same direction while it was bent. The side of wire was not tapered. Radial patterns were found on the top surface of wire. As a result, it was likely to be similar to the condition of actual device. Based on the investigation result, no anomaly was found in the manufacturing history record and dimension of the actual device. From the condition of actual device and the simulation test result, as a possible cause of occurrence, it was likely that when the actual device was got stuck to a hard object such as a lesion, repeated 90° bending force was applied, which caused metal fatigue and fracture the wire. After that, pulling force was applied during removal, causing the outer layer to tear and become detached inside the patient's body. In addition, it was likely that there was no missing length. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved product was used to treat shunt stenosis in the dialysis patient. A 4 french sheath was inserted into the vein and the involved product was delivered along the main trunk of shunt. After dilating the anastomotic stenosis using a bravus 4mm (B)(6), an attempt was made to advance the bravus toward the brachial artery. However, since the angle to the anastomosis was steep, an attached wire was passed through the 4 french sheath to make it gentler; however, it did not follow the blood vessel. Therefore, when the involved product was advanced further toward the brachial artery, it did not advance any further, possibly due to arteriosclerosis, therefore, torque was applied, and it was manipulated in a drilling motion. Then, it was noted that it had been fractured approximately 3cm from the distal end. According to the technician, when the bravus was advanced, it did not follow the wire toward the brachial artery; however, instead flowed toward the fingers, causing a force to act in the opposite direction to the wire, which was likely to be one of the causes of fracture. A 6fr sheath was inserted into the brachial artery, and the tip that had remained in the blood vessel was retrieved using a radial jaw (boston). The procedure was then completed without any problems (successfully) and the patient was not harmed.